Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was initially treated with the afx abdominal aortic aneurysm stent. Approximately four (4) years post initial procedure, the patient presented with a suspected device deficiency per follow-up cat scan. During angiography, no endoleak was found but it was confirmed then that the graft was down from the renals by approximately 1cm, and the area around the top of the main body was a little larger than originally placed. The patient was asymptomatic. The physician elected to treat the patient by implanting two (2) suprarenal afx devices, starting distally with the first and extending proximally to the renals with the second. The procedure was completed without incident, and no devices were explanted.

Manufacturer narrative:
At the completion of the clinical evaluation and based on the information received, there was substantial evidence to support the following reported events: cuff migration (12mm) and stent cage dilation (21-37%) of the main body stent graft. The complaint is most likely user related; there was evidence of an off label neck (conical) and the use of a 25 mm main body with a 34 mm cuff, which likely contributed to this complaint, as well as the suboptimal position of the cuff observed at 3 months post implant. The loss of overlap and remodeling then most likely contributed to the strut fractures of the cuff, which were not included in the event as reported. Procedure related harms for this complaint could not be determined. The manufacturing lot review confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system. (B)(4).

Event description:
Additional information received per clinical review and confirming the following additional events: loss of overlap and strut fractures of the cuff.